Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported that the touchscreen is unresponsive. The field service engineer (fse) was unable to verify the reported problem. The customer reported that the unit was not in use on a patient. The fse performed touchscreen diagnostic test, which the unit passed. The fse performed control tests per the service manual instructions and the unit passed. The fse performed touchscreen calibration, and the unit passed. The fse could not find any abnormality.